Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was capped and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the dislodgement was discovered via merlin.net. The patient was doing fine before, during and post surgery.